Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06205. Additional information received identified surgical intervention took place at which time the patient's physician moved the lead back in place and sutured it down. Effective stimulation was achieved postoperative and the issue was reportedly resolved.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06205. It was reported the patient is experiencing a lump at her scs incision site. The patient's physician believes the anchoring strain relief loop may be lifted. Surgical intervention is planned for a later date to address the issue. As it is unknown which lead incision site is being referred to, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.